Event description:
It was reported that during preventive maintenance of the epg (external pulse generator), there was no output on the ventricular port. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the heart lead flex was found to be out of specification. It was also noted that the lower case was broken, the battery contacts were compressed, the ring was bent, the keyboard was scratched, and the display was out of specification. Further analysis was performed on the heart lead flex. This analysis further confirmed the event, the output failure was due to an open circuit trace.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).